Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Right asr xl acetabular system. Claimsuite no: (B)(4). Patient presented with unexplained pain, known asr issues - component loosening. Update: added extra reason for revision from (B)(4) (B)(6) 2011. Update received (B)(6) 2013. Stem details and additional reasons for revision information added. Reasons for revision: unexplained pain, known asr issues - component loosening (stem), metallosis

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right asr xl acetabular system, claimsuite no: (B)(4), patient presented with unexplained pain, known asr issues - component loosening. Update: added extra reason for revision from crawfords update spreadsheet dated 28 oct 2011. Update received 19th november, 2013. Stem details and additional reasons for revision information added. Reasons for revision: unexplained pain, known asr issues - component loosening (stem), metallosis. 18 november 2014 - customer complaint response email attached. New fields completed, including: relevant test/lab data, comorbidities, expiry dates and manufacturing dates.